Event description:
As reported the left ventricular lead was surgically abandoned due to it exhibited high thresholds (at least 4-5v) during changeout. A previously capped was uncapped and was connected to the new device.